Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged post operatively. The lead was programmed off and a revision is planned in the future. No patient complications have been reported as a result of this event.